Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Review of medical records by the post market clinical staff revealed that a patient was hospitalized on (B)(6) 2014, due to left leg pain and altered mental status. During the admission, the patient was diagnosed with acute encephalopathy likely due to left lower lobe pneumonia versus a stump infection to left below knee amputation, and empirically started on vancomycin, zosyn, and levoquin: dose, route, and frequency unknown. As of (B)(6) 2014, the patient continues peritoneal dialysis treatment without any further issues, was discharged from the hospital, the signs and symptoms of encephalopathy resolved, and it is unknown if the patient continues to experience left leg pain.